Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection near the balloon site; therefore, the patient underwent a surgical procedure to remove the device, perform a washout and implant a new aus. Antibiotics were prescribed, and no device issues or additional patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4), concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection near the balloon site; therefore, the patient underwent a surgical procedure to remove the device, perform a washout and implant a new aus. Antibiotics were prescribed, and no device issues or additional patient complications were reported.